Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The customer received a replacement device. Physio-control further evaluated the customers device and a disconnected therapy connector was determined to be the cause of the reported issue.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer's device, physio-control observed that the device did not recognize electrodes. In this state the device would not be able to deliver defibrillation therapy, if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The customer will receive a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer's device, physio-control observed that the device did not recognize electrodes. In this state the device would not be able to deliver defibrillation therapy, if needed. There was no patient use reported with the event.